Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted

Manufacturer narrative:
DHR review and review of complaint history did not identified any contributory factors to the event. According to technical investigation two attempts to boot the robot failed due to the failure of the operating system to initiate properly. No evidence are provided to determine the root cause of these isolated events. The robot was recorded as conforming after the preventive maintenance of the 19th of july.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that when the surgeon switch on the device the screen was blank. Surgeon checked the screen connection and restarted the device but after a while the system automatically shut down. At the third restart attempt the surgeon was able to use the device.